Manufacturer narrative:
It was reported that the patient was using a catheter for neuromuscular dysfunction of the bladder. The catheter was inserted on (B)(6) 2019 and on (B)(6) 2019 the catheter balloon was identified as being not intact. The catheter was replaced by a home health nurse without difficulties. No additional medical intervention was required. The patient is reportedly doing fine. A sample is not available to be returned for evaluation due to the catheter being removed and disposed of. There was no serious injury, follow-up medical care or additional medical intervention required related to the incident; however, medical intervention to replace the catheter was necessary. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the balloon of the catheter was noted to not be intact resulting in the catheter being removed and replaced.